Manufacturer narrative:
The peritonitis occurred on an unspecified date in 2012. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a use error which resulted in peritonitis. The use error was further described as ¿not screw down the minicap¿. The incomplete connection of the minicap led to a breach in the sterile pathway. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified intraperitoneal anti-inflammatory drug for the event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.